Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and unexpected error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was monitored and tested with no failed battery test, no unexpected battery out limit alarm, no weak battery alarm and no blank display noted. No unexpected resetting time/date after changing battery noted. The pump was received with broken battery tube thread, cracked reservoir tube lip and severely scratched display window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, failed battery test, blank display, weak battery and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 405 mg/dl. The customer treated with the pump. The customer stated that the battery shut off about 3 or 4 times. During troubleshoot, the display returned. The customer declined to further troubleshoot for high readings. The insulin pump will be returned for analysis.